Manufacturer narrative:
The device was not returned to olympus for evaluation, but will be returned. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e116 otv error code. There were no reports of patient harm.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be reproduced. Olympus will continue to monitor field performance for this device.